Event description:
It was reported the pt was feeling stimulation in her lower abdomen instead of her legs. The pt attempted to adjust the stimulation parameters with no change noted. The pt noted she had or will have surgery to correct the issue she feels are with the leads. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.